Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2011, inratio: 3.5, lab: 15, re-test: 15. Tests done within 30 minutes of each other. Venipuncture was done at the hospital. Nurse wanted to make sure that it wasn't the meter so she compared two inratio meters with same patient sample and strips from the same box; results matched. Customer unable to provide patient information. Nurse states that facility usually tests 20-25 patients/ day. Fairly new box of strips. Facility has 2 more boxes with the same lot number. Technical services to send 3 boxes of replacement strips to the customer.

Manufacturer narrative:
Investigation pending.